Event description:
The report indicated that within an hour of placing a new pod, the customer experienced a high bg (380mg/dl) with large ketones. She was taken to the hospital where she continued wearing the pod, and was hooked up to an IV for dehydration. She believes that this pod's cannula never inserted and proceeded to deactivate the pod and apply a new one. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The pod was thoroughly evaluated, and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. In addition, the needle mechanism was thoroughly evaluated and was found to have fired as expected. No problem found in the returned device. It is unk why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.